Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for ladg ,the firing with device were successful. Two days after the surgery, they noticed the incomplete stapling and the re-operative surgery was performed. They noticed some staples were detached and malformed from the staples crossing site at anastomosis site of stomach, and noted the leakage from the staples crossing point of the stomach resection. The leakage was noted not at proximal site of stomach-jejunum anastomosis ,but at the staples crossing point of the stomach resection. The incision site was extended by more than 3 cm. The patient's weight was not available but bmi was (B)(6). Patient status: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, additional information, patient status is with no problem and in good condition. No other adverse events reported.